Event description:
It was reported that during an implant attempt the helix of the right ventricular (rv) lead would not come out after being retracted. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the helix/lobe was distorted/bent. It was noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix/lobe mechanism, the shaft seal was out of position, and visual analysis revealed there was damage at implant.